Manufacturer narrative:
The reported set screw anomaly was confirmed in the laboratory. Visual inspection noted a stripped lv is-1 set screw which prevented a secure connection with the lead.

Event description:
It was reported that during device change out for normal eri a set screw anomaly was observed. It was noted that the set screws for two of the leads were free spinning in the device header. The patient condition was normal after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.